Event description:
Reporter states base unit appears to have blackened contacts while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.